Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). The se 2240 alarm cannot be confirmed. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services (gts) regarding assistance with a system error 2240 alarm during a previous therapy on the homechoice machine (hc). The home patient stated she has already discarded the supplies. The home patient also stated that there were no leaks and they never disconnected during the therapy. The technical service representative (tsr) explained the alarm and advised the home patient(hp) that the hc is okay to use. There was patient involvement. No injury or medical intervention was reported.